Event description:
It was reported that maryland bipolar forceps was broken, not working. There was no report of patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however reporter was unable to provide further details regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.